Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the plastic distal end cover and the adhesive between distal end and server plug in is cracked with a gap. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: physical stress by hitting/dropping distal end and/or chemical stress. However, the cause was not established. Olympus will continue to monitor field performance for this device.